Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3: reference MFR. Report#: 1627487-2017-06591 reference MFR. Report#: 3006705815-2017-01538 it was reported the patient presented to the ER on (B)(6) 2017 due to sepsis or pneumonia. Follow-up information revealed stating the patient is getting better, the scs system is not infected or compromised and no interventions will be undertaken.